Manufacturer narrative:
(B)(4) initial and final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(6) called on behalf of her mother and reported via telephone call: during procedure to remove the pleurx catheter, a piece broke off inside patient (her mother). Surgeon performed a portable x-ray and was not able to see the piece. (B)(6) 2017 a cat scan was performed and the physician was able to see the piece still retained inside pleural space. Procedure was performed at (B)(6).